Event description:
It was reported that burr removal difficulty from the lesion occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 1.25mm rotalink¿ plus was used to treat the target lesion. During procedure, ablation was performed three times and when advanced for 4th ablation, it failed to cross the lesion. An attempt to increase the rotation speed was done but it failed to go up more than 190,000rpm. Ablation was tried but the burr stalled its rotation speed. It was also noted that there was difficulty removing of the device from the lesion due to slight resistance encountered. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).